Event description:
Event description: the transparent fragments were found. Report from the sales rep it was used in the operation, and although it is unknown whether it was intraoperative or postoperative, fragments were found. The fragments has been collected. It is unknown where the fragments were found (whether it was dropped inside the body or found outside the body cavity). The case was completed and there was no health hazard to the patient. Initial investigation report the event unit was returned to us and visually inspected. The distal glue area was found to be detached. Three of fragments were returned. The unit will be returned to amr for further evaluation. Products available for return. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with three clear fragments. Visual inspection confirmed the complainant¿s experience of distal glue fragmentation. The clear fragments were identified to be a portion of the distal glue. Based on the condition of the returned unit, it is possible that the fragmentation was due to an object or instrument coming in contact with the distal glue. It is also possible that the glue was more susceptible to fragmentation. However, the exact root cause of the distal glue line fragmentation is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Event description: the transparent fragments were found. Report from the sales rep: it was used in the operation, and although it is unknown whether it was intraoperative or postoperative, fragments were found. The fragments has been collected. It is unknown where the fragments were found (whether it was dropped inside the body or found outside the body cavity). The case was completed and there was no health hazard to the patient. Initial investigation report: the event unit was returned to us and visually inspected. The distal glue area was found to be detached. Three of fragments were returned. The unit will be returned to amr for further evaluation. Products available for return. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.